Event description:
Customer reported the user connected a baxter primary set onto the extension set's maxplus valve, and left the room. The pt called the nurse back to report a leak. The nurse noted the sets were disconnected and tried to re-torque them together without success. The user replaced the removable maxplus valve on the extension set with another valve and there were no further problems. The removed valve was saved but the remainder of the extension set and the baxter primary set were left on the pt and not saved for investigation. Customer stated that no further pt/event information is available. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). Customer stated that the removed valve will be returned bit it has not been received yet. A follow up report will be submitted with a failure investigation results should the device be received for evaluation.